Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020, that during the surgery, when connect to the plate the tip of the drill bit was broken. It was unknown if the surgery completed successfully. The patient outcome is unknown. Concomitant device reported: unk - plate: (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for (1) depth gauge for small screws. This report is 1 of 1 for (B)(4).